Event description:
4 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient was brought back to the cath lab in 2005 for an elective, scheduled procedure. The physician obtained access through the right femoral artery. The lesion, located in the proximal lad, was predilated with a 2.5x15mm maverick balloon inflated to 12 atm's for 20 seconds and 12 atm's for 15 seconds. The taxus express2 2.75x16mm drug eluting stent was then positioned and deployed, inflated to 14 atm's for 22 seconds. An angioseal closure device was used. The patient received valium pre procedure and integrilin, heparin and intra coronary nitroglycerin during the procedure. The patient also received a 300mg loading dose of plavix at the end of the procedure and an integrilin drip was infusing. The patient presented to the ER 4 days later with complaints of chest pain and exhibited EKG changes. Once in the cath lab, the patient rated pain a 6/10 on a 1-10 pain scale and received 2mg versed. A large hematoma was present on the left groin. A heparin drip and an integrilin drip were infusing during the procedure. Access was obtained through the left femoral artery. It was determined that the stent in the lad was 100% occluded. A 2.5x30 maverick balloon was used to predilate the lesion in the proximal lad. The maverick balloon was inflated to 6 atm's for 103 seconds and again to 10 atm's for 45 seconds. The physician then placed a taxus express2 2.75x16mm drug eluting stent to the proximal lad. The stent balloon was inflated to 14 atm's for 35 seconds and again to 14 atm's for 32 seconds. The patient did exhibit EKG changes during the predilation and stent placement. It was decided to place an intra aortic balloon pump. Patient was pain free by this point, however a "grapefruit size hematoma" was present at the left groin. A nitroglycerin drip was infusing. No additional complications were reported. It was also reported that the patient was compliant with prescribed medications. Patient condition is satisfactory.